Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead helix failed to be extended. The lv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023 to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and clogged with body fluids. The helix was also found to be stretched consistent with procedural damage. X-ray inspection of the inner coil found no anomalies that would have contributed to helix issues reported in the field. Due to the as received condition of the helix consistent with procedural damage, the helix mechanism/extension length test could not be performed. The cause of the reported event was isolated to the helix being stretched and clogged with body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts.